Manufacturer narrative:
One 8.5f fast-cath introducer dilator were received for evaluation. The brk needle was also received. No visual anomalies were noted. No resistance was noted when inserting the returned needle with stylet from current inventory through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The IFU states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿

Event description:
During transseptal puncture, resistance was noted when the needle, without the stylet, was advanced through the sheath. The needle was removed and a small piece of plastic was noted on the needle. A new needle and sheath were used to complete the procedure with no consequences to the patient.